Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found no anomalies. Technical visual inspection found no anomalies. Device evaluation found that there was a faulty iui connector on the right and left sides. The software was set to 9.33. The etco2 iui connector and gasket seal kits, right and left sides, were replaced. The circuit boards were inspected and the device was calibrated. The alarm, display, force, keypad, plunger position, self test/power, syringe size sensor, and final visual inspection were all tested and passed. The root cause for the confirmed reported malfunction was determined to be the faulty right and left side iui connectors; however, how these became damaged cannot be determined. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device failed press disc test and also would not calibrate. There was no report of patient involvement. No additional information is available.